Event description:
Both thoracic grafts had the same issue of being "extremely" difficult to unsheathe and then it was just as difficult to remove the gray positioner from the sheath. Both deployment systems had the exact same issue. The dr ended up losing wire on both and then bending the linderquist wires when the gray positioner jumped back. The positioner would jump back approx 3-4 inches each time instead of pulling out smoothly. This also caused the wire to become bent. In observing the doctor do the deployment it was very hard to pull/remove the system. A femoral to femoral artery bypass was done after the graft insertion, 'possibly' from artery trauma from where the graft was inserted and from the sharp angle in which the graft was inserted.

Manufacturer narrative:
(B)(4): complaints reviewed on two devices with different lot nos. Please refer to MFR's report# 3002808486-2011-00043. Introducer returned to MFR, but not the stentgraft. Requested images for investigation. Investigation in progress.